Event description:
Pt passed out in their home after receiving a blood sugar of 105 mg/dl and higher. Pt claims they have passed out three times in the last three months. They tested family member at the hospital and their blood sugar was 168 mg/dl, 15 minutes before passing out. Pt was treated with IV glucose and was diagnosed as having a "low blood glucose reaction." Pt's control solution was opened for more than three months so customer service was unable to check the test strips. Customer service replaced pt's meter and control solution.